Event description:
It was reported that the patient expired. There is no known allegation from a health professional that suggests the death was related to the deice. It was reported that the cause of death is unknown.

Manufacturer narrative:
A partial lead with connector segment was returned for analysis in one piece measuring 5.6 cm. The damage found was sustained during procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.